Event description:
Kimberly-clark received a report from (B)(6), stating, "cuff did not deflate during extubation." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One device was returned for analysis. One microcuff et tube was received with the cuff fully inflated. The cuff was deflated without difficulty and was then inflated and deflated multiple times without difficulty. We were unable to confirm the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.